Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as diagnosis for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 gram, once in 5 days, duration not reported) and ip injection of fortum (1 gram, once a day, duration not reported). At the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event and the peritoneal effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.